Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred during the load process with multiple cartridges. Customer was unable to clear the alarms and reverted to manual injections for insulin therapy. The customer's blood glucose (bg) level was in the range between 100 mg/dl and "high". High bg cause was due to the alarms. An insulin pen was administered to address the high bg.